Manufacturer narrative:
The device was received for evaluation with the exposed portion of the soft cannula observed to be flattened and stretched. The exposed portion of the soft cannula was found to have a tear, as fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of this damage are unknown, and the exact cause of the event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 22 mmol/l (396 mg/dl) while wearing the pod on the arm between 5 and 24 hours. The patient¿s legal guardian reported high bg levels which prompted the removal of the pod. As treatment a new pod was applied. The device evaluation found a damaged cannula.